Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained v oversensing was noted via merlin.net transmission possibly due to myopotential oversensing. Bring the patient in to the clinic to reproduce oversensing with deep breathing and coughing was suggested. Programming changes were made during the patient's visit in clinic. The patient was stable and will continue to be monitored via merlin.net.